Event description:
On (B)(6) 2010, patient reported the down button on his infusion device stopped working correctly. Issue first began 6 months ago. Patient has used this infusion device for at least 2 years, and he boluses an average of 4 times per day. The down button pops up after it is pressed. Infusion device has not been dropped or exposed to water or insulin ingress. Troubleshooting confirmed the down button was not functioning properly, and the up button functioned as intended. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require assistance from a health care professional or second party to address the issue.